Event description:
It was reported that ten days post-implantation, this right ventricular (rv) lead exhibited high capture thresholds, loss of capture (loc), low impedance measurements, and poor sensing. A chest x-ray revealed that the lead had dislodged. This lead was subsequently capped and replaced. During the procedure, it was noted that this lead had perforated. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.